Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was confirmed due to the white and orange pulse wires being pinched at the ECG ¿c&d¿ cable. The belt did not pass essential performance or falloff testing. The root cause for the pinched wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.